Event description:
On (B)(6)2009, abbott point of care was contacted by a customer who reported that an I-stat downloader recharger has broken depressed pins and one pin appears to have burn marks. Device has not been received at abbott point of care at this time. There was no report of any injury associated with the event.